Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the "replace generator" on the external device. The patient is not receiving therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date.

Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced. Effective therapy established post-op.